Manufacturer narrative:
It was reported that the surgeon will perform a washout and exchange the poly inserts for the patient. The reason for the revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the surgeon will perform a washout and exchange the poly inserts for the patient. The reason for the revision is unknown at this time.